Manufacturer narrative:
Evaluation summary: - upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor remains in orange. - it was also observed that the home monitor can complete the boot procedure, but the application could not be launched. Therefore, the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration, which prevents the application from starting. - it should be noted that this software issue can only be solved by re-initializing the home monitor (full re-flash of the operating system).

Event description:
Reportedly, the light of the home monitor remains orange.